Manufacturer narrative:
The meter and test strips were received for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 45%. Donor 2 hct: 45%. Testing results: donor #1: retention meter and master lot strips: 4.2 inr. Customer meter and customer strips: 4.3 inr. Donor #2: retention meter and master lot strips: 3.5 inr. Customer meter and customer strips: 3.4 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. The returned customer material and retention material comply with the specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Section d10, concomitant medical products was updated.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The test strip lot number was 65779213 with an expiration date of 23-apr-2024. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and test strips were requested for investigation.

Event description:
We received an allegation of discrepant inr results with a coaguchek xs meter. The initial result was 8 inr. The result 1 hour later was 5.6 inr. The patient¿s therapeutic range was not provided.